Event description:
Affiliate reported that poor wound drainage was obtained upon initial use of the device. The device was disconnected and replaced with a new device. No adverse pt consequences were reported.

Manufacturer narrative:
H6 - result code 190: the anti-reflux valve was removed from the return sample when it was determined the device would not suction. The slit in the anti-reflux valve was sealed shut. There was a shiny clear coat on the area of the slit. H6 - conclusion code 54: the device is out of specification in a manner that related to the reported event. It appeared that some of the adhesive that is used to bond the anti-reflux valve to the y-body got on the slit and bonded it shut.